Event description:
A pt underwent a spinal surgical procedure in which adcon gel was administered. Approx 2 weeks post-operatively, pt presented with a delayed dural leak. The cerebro-spinal fluid leak was managed with conservative therapy.